Event description:
It was reported by the customer, crack/ruptured PICC catheter. Patient reported pain when infusing the medication, i.e. The medication was going into the subcutaneous tissue, causing an infiltration which meant that the patient did not receive the full dose of the prescription.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed, one between the 3 and 4 cm depth markers and one just distal to the 4 cm depth marker. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed splits; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received: it was reported the patient was diagnosed with squamous cell carcinoma of the tongue. Powerpicc installed on 02/10/24 for administration of antibiotic voriconazole 200mg. On (B)(6) 2025, the nurse was called to the bed because of a complaint of pain in the PICC catheter, with a sensation of ¿pressure¿ when infusing the medication. On physical examination, no visible edema or signs of alteration to the catheter. During removal, the catheter ruptured resulting in infiltration of medication. The patient was in palliative care, entered the final stage of life due to progression of the disease and passed away on (B)(6) 2025. According to the medical report, advanced and aggressive oncologic disease, without disease-modifying treatment or possibility of other oncologic treatment seen high degree of frailty, severe malnutrition and multiple infections. The death was not related to the PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.